Manufacturer narrative:
The investigation into access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was patient condition as the impella was placed over a preexisting hematoma which resulted in oozing of the access site. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The failure mode of low pump flow has not been investigated, should new information be received a supplemental will be filed. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05517. A5 ethnicity; b1 should be both adverse event and product problem; b2 missing; d4-model number; d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8 should have been left blank. G1 reporting contact fax number missing. H6 medical device problem code 2993 was reported incorrectly. New code was added to component code medical device problem code.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male was implanted with an impella device for mechanical circulatory support. The impella cp was placed while giving cardiopulmonary resuscitation (CPR). The impella cp was placed over a pre-existing hematoma on the right groin. There was some oozing from the site, but the pump was started. The patient emergently had to be intubated and placed on two pressors. Treatment continued with ballooning and a stent. The patient lost pulsatility while on the impella and another round of CPR was required. A total of three rounds of CPR were given and two stents were placed during the procedure. A pulmonary catheter was inserted, and right heart catheterization was completed. Pressure was held on the right groin for hematoma formation. There was still some oozing around site. Forward tension and angle matching were done to help with the oozing. The patient began to decompensate and suction alarms appeared on the impella. Blood products were given, and fluids were discussed. The patient¿s blood pressure continued to drop so veno arterial extracorporeal membrane oxygenation (va ECMO) was placed. The impella was decreased from p9 to p4 and there were no alarms. Radial balloon tamponade was tried to stop the femoral bleeding but was unsuccessful. Four units of blood were given. Impella was pulled and the patient remained solely on va ECMO support.